Manufacturer narrative:
Device not returned for evaluation.

Event description:
It was reported that the patient had a replacement surgery due to fluid loss with his inflatable penile prosthesis (ipp). The ipp was explanted and a new device consisting of a 18cmx10mm cylinders, pump and 100 ml reservoir were implanted. Further information was requested and not yet received. Should additional relevant details become available, a supplemental report will be submitted.

Event description:
It was reported that the patient had a replacement surgery due to fluid loss with his inflatable penile prosthesis (ipp). The ipp was explanted and a new device consisting of a 18cmx10mm cylinders, pump and 100 ml reservoir were implanted. Further information was requested and not yet received. Should additional relevant details become available, a supplemental report will be submitted. Additional information was received indicating that the explanted ipp was originally implanted on (B)(6) 2014. The lot number for the explanted device was also provided. The patient was described as doing well after the procedure.